Manufacturer narrative:
Device passed displacement test, self test, active current measurement, sleep current measurement, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. Device was monitored and tested with no blank display and critical pump error ( open book image) noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display and critical pump error . The customer¿s blood glucose level was 110 mg/dl. Customer states the display was not blank less than 30 seconds and did not return. Customer states display was blank currently. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.